Event description:
It was reported that high impedance was detected through system diagnostics. There was no known trauma that may have contributed to a lead break. X-rays were reviewed by the patient's treating medical professionals but no obvious lead discontinuity was observed. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Product analysis was completed on the returned generator. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent replacement of her lead and generator. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The suspect product was received. Product analysis was completed on the returned lead. The lead pins and a small portion of the connected lead body were returned. Note that since the majority of the lead body and the electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The returned portion of the lead performed according to functional specifications with no discontinuities or anomalies found.